Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor found the connector of the introducer needle was loose when he opened the package.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen 7 fr x 20 cm cvc set kit containing multiple components. Within those components was an introducer needle and an ars syringe. A visual inspection of the ars syringe and introducer needle revealed no defects or anomalies. The ars syringe was able to fit securely into the introducer needle hub and required force to remove. A device history review (DHR) did not reveal any manufacturing issues. The reported complaint that the introducer needle was loose could not be confirmed based on investigation of the returned sample. A visual inspection of the ars syringe and introducer needle revealed no defects or anomalies and the ars syringe was able to fit securely into the introducer needle hub and required force to remove during functional testing.

Event description:
The customer alleges that the doctor found the connector of the introducer needle was loose when he opened the package.